Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had poor augmentation issue. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Corrected field is e1- event site telephone. Updated fields are b4, d8, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp) had suboptimal augmentation. There was no harm or injury reported. Jim called regarding poor augmentation observed on the balloon pump while the patient was in the cvor. He stated the catheter was placed the previous day and the patient had a low ejection fraction of approximately 25 to 35 percent. The arterial line on the balloon catheter in the right femoral site had clotted, so a left femoral line was placed as an alternative source. Esp personnel explained that femoral sites are not the recommended location for an alternative source and asked if the left femoral line had been checked for blood return and flushed, which had not yet been done. The user reported there was also a radial arterial line, but the waveform was poor. Esp personnel provided the contact number and advised reconnecting later once arterial line patency could be confirmed to continue troubleshooting. He could only tell esp personal it was a 34cc catheter. 3:46 pm edt- follow up text to jim: he confirmed the augmentation had improved but was still about 5 points below systole. Jim discussed with the anesthesiologist and they were happy with leaving it as is. Based on the evaluation results provided, esp personal asked him if he had recently checked for a blood return from the left femoral site and flushed it. Esp personal also asked if there was a radial arterial line, as they would recommend that for an alternative source. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Manufacturer narrative:
Corrected fields is e3 occupation. Updated fields are b4, g3, g6.

Event description:
N/a.